Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the gfd remains implanted. The condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The product investigation could not identify a root cause. There have been four other similar complaints reported int he lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that approximately one month following a glaucoma filtration device (gfd) implantation procedure, the pt experienced an increase of the intraocular pressure (iop) of 26 mmhg. Laser suture lysis were performed. Approximately two weeks later, there was incomplete function of the gfd, a bleb reconstruction was performed and ophthalmic drops were administered. Three months later the surgeon found that there was corneal endothelial cell loss and the event continues. Additional info has been requested.